Manufacturer narrative:
G - contact office phone number: (B)(6).

Event description:
Philips received a complaint indicating that the outlet that the power cord was connected to caught fire and the power cord burned while plugged inside the outlet. The device was in use at the time of the reported problem. However, there was no patient or user harmed as a result of the reported event. The customer informed the remote service engineer (rse) that they were requesting onsite service. A field service engineer (fse) went to the customer site and evaluated the device's diagnostic report (drpt). No errors were found in the drpt. The fse found that the power cord was burnt on the ac wall connection end. The cooling fan was covered in fire extinguisher dust, and turning on the device caused a cloud of dust to blow out the front of the exhaust port. The fse noted that the gas delivery system (gds), blower assembly, and cooling fan were likely adversely affected by the dust. Further service and repair of the device is pending.

Manufacturer narrative:
On 17apr2024, a field service engineer (fse) went to the customer site and replaced the gas delivery system, blower, fan, and power cord to resolve the device issue that resulted from the fire and the subsequent thermal remediation. The fse completed a performance verification following the parts replacement, and the device passed all of the included testing. The device was then returned to use. Serial number corrected.